Event description:
The user facility reported that water was leaking from their reliance synergy washer during a processing cycle. No injuries to hospital staff or patients were reported. Procedural delays were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found leaks on the drying piston valve and hoses on the recirculation piping. The technician replaced the drying piston valve and o-ring, tightened hose clamps, ran test cycles and the unit was confirmed to be operational. The unit is not under steris service contract and is serviced and maintained by the user facility.